Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
Additional information was received from a nurse indicating that the patient also experienced shortness of breath and "vocal cord palsy" along with the coughing which was previously reported.

Event description:
It was reported the vns patient presented excessive coughing. It was reported that the patient had one seizure which was believed to have been triggered by the excessive coughing. The signal frequency was reduced during a follow-up visit and the coughing resolved. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No further known interventions have occurred to date.